Manufacturer narrative:
Additional information/corrected data: a5, a6, b6, h6-health impact. H10: additional information received from the customer identified, the testing was performed on a direct tested nasal swab. Repeat testing was not performed. Pcr confirmation testing (quantico lyra) was performed on a nasopharyngeal swab. The customer also reported the patient's appendectomy was delayed due to the false result. Per the customer, no patient harm occurred as major impact was evaded due to the timely result of the pcr confirmation testing. H6-type of investigation, investigation findings, & investigation conclusions . H10: the manufacturing records and quality control release testing was reviewed for test kit part 190-000 / lot 1014886 and test base part number 190-430 / lot 1014886. The lot met the required release specifications. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1014886 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1014886 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing was performed and generated negative results. The customer confirmed that the patient was asymptomatic. No additional information, including patient treatment and outcome was provided.